Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes kinks, leaks or blockage, IFU offers further guidance. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the renasys touch device was showing a blockage alarm. Canister was changed but the patient reported saying the blockage alert was not alarming as often later that day however it was still alarming although there was no apparent blockage and the device still appeared to be removing exudate. No patient harm reported.